Event description:
The pt mentioned that for the past 1.5 - 2 years their meter had been set to the incorrect unit of measurement. Pt had started on the meter 1.5 - 2 years ago and claims since the very beginning their meter was set to the wrong unit of measurement. The pt had been feeling weak, tired, and experienced blurred vision for the past couple of days. Pt would test their blood glucose and received readings of in what they thought were the 200's; however, the readings were really in the 400 range. The pt had a scheudle appointment yesterday and prior to visiting the physician they tested and received a 23.8 mmol/l (428 mg/dl). They assumed that the meter reading was 238mg/dl. Pt took their set amount of oral medication of actose and glucophage after attempting to use the meter. Pt went to the physician's office two hrs later and tested at the physician's office and received a 428 mg/dl and was treated with insulin and had to stay in the physician's office for a couple of hrs. The physician did not change the pt's diabetes regimen; however, advised the pt to contact lifescan to obtain a replacment meter. If pt had known that their meter readings were in the 400 range, pt would have contacted their physician immediately. Customer svc sent the pt a replacement meter. Based on the info supplied by the pt, there is an indication that the incident meets the criteria for a medical device reportable. The pt suffered a serious injury, since the meter was set to the incorrect unit of measurement. There was a delay in treatment due to the meter readings.